Event description:
The customer reported the sys displayed heater errors and would not perform fluoroscopy. There is no report of injury or death associated with the event in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The heater boards were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.